Manufacturer narrative:
Complaint type is being monitored and analyzed. Tegaderm chg complaints are significantly reducing based on number of units sold. 3m's updates to the package insert, additional instruction sheets, and educational programs are being effective in ensuring optimal use of the product. The insert provides the following information on site care: the site should be observed daily for signs of infection or other complications. If infection is suspected, remove the dressing, inspect the site directly and determine appropriate medical intervention. Infection may be signaled by fever, pain, redness, swelling, or unusual odor or discharge. Inspect the dressing daily and change the dressing as necessary, in accordance with facility protocol. Dressing changes should occur at least every 7 days, per current cdc recommendations and may be needed more frequently with highly exudative sites or if integrity of the dressing is compromised. The tegaderm(tm) chg dressing should be changed as necessary: if the dressing becomes loose, soiled or compromised; if the site is obscured or no longer visible ; if there is visible drainage outside the gel pad; if the dressing appears to be saturated or overly swollen. To test if the dressing is fully saturated, lightly press down on a corner of the gel pad with your finger. If the gel pad remains displaced once your finger is removed, the dressing should be changed. Note: tegaderm chg gel pad is not designed to absorb large quantities of blood or fluid......

Event description:
Customer reported (B)(6) patient was receiving antibiotics, tpn and fluids through a tunneled ij central venous catheter secured with sutures. Customer reported tegaderm chg dressing was used to cover the patient's catheter site and it was exposed to moisture from showering. Customer reported they could not visualize that the site was showing signs of infection and when the dressing was removed, there was redness and pus immediately around the catheter entry site, under the gel portion of the dressing. Customer reported cultures were positive and the catheter was removed as a result of this incident. Customer reported the patient is improving. No additional information available